Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of a taxus liberte - 3.0 x 32 mm drug eluting stent it was noticed that the stent was bent. Consequently, the stent never touched the pt. No pt injury or complication was reported. The procedure was successfully completed using another taxus liberte - 3.0 x 32 mm drug eluting stent. Pt status is reported as "satisfactory/good."